Event description:
It was reported that the programmer shut down unexpectedly "many times" and did not respond to commands and that there was noise present while testing the right atrial channel. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer shut down unexpectedly, it passed incoming functional testing. The system fan was found to be noisy and it was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.